Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated, he did not notice any visible damage or abnormalities with the cassette that was in use. The hp explained that he did not know the lot number. The hp stated he did not notify his nurse of the alarm and was advised to do so in the future if the alarm repeated. The hp advised that he did not complete therapy that day as he was traveling, but stated therapy has been going well since that time. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the root cause was undetermined. No batch review was performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was still connected. The supply bags were empty and there was only solution in the heater bag only. The technical service representative (tsr) asked if any of the bags became undone. The hp stated there were none that separated. The tsr explained the alarm and assisted the hp to clear the alarm by cycling power to the hc. A system error 2367 alarm occurred. The hp cycled power to the hc again. The hc then moved to press go to start. The hp would finish with manual supplies. Hc was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.